Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Investigation summary: the evaluation revealed both broken im reamers to be the primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The reamers were documented as faultless prior to distribution. An investigation of reamers was not possible because they were not provided (lost in transit), therefore the root cause of the breakages could not be determined. The customer reported that the first reamer (size 8 = (B)(4)) broke during the procedure and it was difficult to take the tip off since it was stuck in the proximal part of the tibia. Most likely the reamer broke off within the marrow channel during reaming. In case a too big diameter is used it is possible that the reamer cutting edges got stuck in the corticalis due to undue bone material removal. In case the reamer will be operated in jammed mode it is possible that the spiral shaft windings get overloaded by too high torsional forces applied by the power tool. Furthermore it is possible that the guide wire tip was pre-bent by the surgeon; so the reamer head got stuck at the point of the deformed guide wire area. This would also explain why the surgeon had difficulties to remove the reamer tip. Also a pre-damaging of the reamer cannot be excluded. The customer reported further that a second reamer (size 8,5 = (B)(4)) was tested without patient contact during the same procedure and broke the same way. It is very unlikely that the reamer broke without patient contact. Most likely the reamer broke due to the same reasons like the size 8 reamer = too big diameter, operating in jammed mode and pre-bent guide wire tip. The IFU and operative technique includes several warnings that reaming shall be done carefully, no speeds greater than 250 rpm shall be performed and that only sharp reamers shall be used. Furthermore reaming shall be done in 0,5mm steps regarding their cutting diameters. Because no manufacturing issues were detected during the DHR review a manufacturer related issue can be excluded; the reported breakages are most likely caused by a user error. A more precise evaluation was not possible based on the given information. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place. Device was never received.

Event description:
The following event was reported by the hospital pharmacist to the competent authority ansm: "the reamer (size 8) broke during the procedure. It was difficult to take the reamer tip off since it was stuck in the proximal part of the tibia, surgery delay (no duration specified in the report)". It was reported that additionally: "a second reamer (size 8.5 lot k506669) was tested without patient contact during the same procedure and broke the same way. The 2 devices are available for investigation."

Event description:
The following event was reported by the hospital pharmacist to the competent authority (B)(6): "the reamer (size 8) broke during the procedure. It was difficult to take the reamer tip off since it was stuck in the proximal part of the tibia, surgery delay (no duration specified in the report)". It was reported that additionally: "a second reamer (size 8.5 lot k506669) was tested without patient contact during the same procedure and broke the same way. The 2 devices are available for investigation."